Event description:
During routine preventative maintenance by stryker, it was found the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced the device¿s lid. The cause of the reported issue was determined to be a a missing lid magnet. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.